Event description:
It was reported that the day after implant, the lead was noted to be dislodged. The patient is in chronic atrial fibrillation and the doctor has chosen to leave the lead alone at this time rather than reposition. The lead is not capturing or sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.